Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Nurse informed me that yesterday 10/31 pt developed gi bleed. Gi doctor consulted and ptt range dropped on heparin gtt. Pump also had a decrease in pressure.

Manufacturer narrative:
H6: medical device problem code-coded incorrectly in the initial report. Omit code a24 and a141101. Replaced with code a141102. H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product returned. Purge pressure high - after 9 days on support, purge flow <2 and pressure >1200. Nurse practitioner made decision for tpa protocol. One day later, purge system back to normal flows and pressure. Data log review showed pp rise begins around 0600 on 01nov and continues for 3 hours before high pp alarms triggered. High pp remains for over 24 hours before recovering. Once purge metrics recover, they do not return to pre-issue levels. No mc spike seen outside of p-level changes. The cause of the purge pressure high was biomaterial build up due to pp rising over 3 hours and the issue resolving within 2 days after the use of tpa. Patient codes - major bleed: the cause of the injury was not determined due to insufficient clinical details. Device history review: pump s/n (B)(6) passed all post sterile inspection checks.

Event description:
Additional information was received reporting there were no interventions taken, pump was discarded by staff.

Manufacturer narrative:
B5: additional event information received.